Manufacturer narrative:
(B)(4). The complaint for system error se 2267 (fluid and air in set) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore, a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted global technical services regarding a system error 2267 (air and fluid in line) alarm that appeared on the homechoice (hc) unit during therapy. The patient was connected at the time of the alarm. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to clear the alarm. The hp stated that there were no leaks or unused lines open. The tsr advised the hp to follow up with the nurse. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp regarding the alarm, it was revealed that the issue was resolved, and he resumed therapy without any further issues. The hp stated that he thought, he must have done something wrong, but could not remember what it was at this time. The hp stated that he has been very diligently watching his therapy and making sure everything is per procedure. Per hp, he has had no further problems. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.